Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as due to a handling issue. The peritonitis was manifested by cloudy pd effluent. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome and action taken with pd therapy were not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b1,b2, b5, b6, b7, d10, e1, h1, h2, h6 and h11. B5: upon follow up, it was reported that the patient experienced sterile peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for seven days and treated with vancomycin injection (1g, daily, intraperitoneal, discontinued after 9 days), cefotaxime injection (2g, daily, intraperitoneal, discontinued after 6 days) and oflocet (400mg, 1 time). The patient recovered from the peritonitis 2 days after discharge. Action taken with pd therapy was unknown. H11: based on additional information received, unknown pd disposables were determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.